Manufacturer narrative:
(B)(6). This lot was manufactured july 17, 2017 - july 19, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The device was filled with 3600mg flouruoracil in 96ml sodium chloride 0.9%. The device delivered one-third of the expected infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.